Event description:
It was reported that the right atrial (ra) lead shows low impedance and a lead warning was triggered. It was recommended that the lead be followed closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.